Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had symptoms of nausea and vomiting. The patient's parent used a glucometer to compare values with the cgm and insulin pump display. The cgm value was 117 mg/dl and the bg finger stick was 568 mg/dl. The mother believed the cgm stopped working accurately on (B)(6) 2022 and the patient's bg had been high for several days. On (B)(6) 2022, the bg and symptoms had not improved so the patient's mother took the patient to the emergency room (ER) where he had high ketones and was diagnosed with diabetic ketoacidosis (dka). He was given IV medication to stabilize the blood glucose and IV zofran for the nausea. After 6 hours in the emergency room he was released in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.